Event description:
A customer reported that a pump malfunction occurred, specifically an alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm persisted, leading to the decision to replace the pump. Customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy. Technical support also guided the customer on how to prepare the pump for return and confirmed the shipping address for the replacement.